Manufacturer narrative:
Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. There were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident, as no qns were initiated for this lot. Although units were not returned, a photo was provided for visual evaluation of this incident. Two photos were provided for evaluation of this incident. Visual/microscopic evaluation (method ¿ n/a): observations of the photo revealed that there was no evidence or indications of the alleged defect, as actual unit was not visible only the top web of the blister pack was visible. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract.